Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with noise deflections on the ventricular lead via merlin.net transmission. Noise was seen on the r-waves. Programming changes were suggested, but not made at this time. The patient will continue to be monitored.